Event description:
It was reported that during a roux-en-y procedure, half way through the case the trocar started leaking once an instrument was inserted. This was the working port. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.